Manufacturer narrative:
Submit date: 10/20/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states the sponges are not closed, they are fraying.

Manufacturer narrative:
An investigation of reported condition was performed. Twenty nine unused samples and loose samples were returned for evaluation. The returned samples have raw edges. The reported condition was confirmed. The returned product did not meet the quality release specifications. The most likely root cause of the reported condition indicated that the off-centre gauze when pushed into the cylinder resulted in untucked edges. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, during manufacturing of the sponge operators inspect for raw edges and fraying. The operator also confirms gauze alignment during setup and machine operation. The released lot met all defined acceptance requirements. As complaint trend does not exists, no corrective action is required at this time. This information will be utilized for trending purposes to determine the need for additional corrective actions. A quality notice was posted to the quality spotlight board in the main hallway of the manufacturing plant to raise awareness of this issue. If information is provided in the future, a supplemental report will be issued.